Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited an impedance problem. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of lead impedance anomaly was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies.